Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse revealed the patient was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to peritonitis while completing manual treatment. The patient¿s effluent culture showed no growth and the white blood cell was 26019 (units unknown). The patient was treated with vancomycin and ceftazidime (route and dose unknown). On (B)(6) 2017, a repeat culture was performed and the white blood count was 7304 (units unknown). The cause of the peritonitis was suspected to be a breach in aseptic technique due to a leak at the adapter connection. The patient was reported to have recovered from the peritonitis event.